Event description:
The customer reported that the device jaws could not be re-opened during a cystectomy while applied to tissue. The tissue was described as being very thick due to the tissue having been radiated. The surgeon removed the device from tissue using an unknown type of electrosurgical device with no tissue damage, injury or bleeding. The surgeon opened another instrument and successfully completed the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.